Event description:
The atrial lead was explanted and returned to the manufacturer due to muscle stimulation, unacceptable thresholds and low impedances. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; full lead returned and analyzed.